Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 300-01-13 - equinoxe, humeral stem primary, press fit 13mm: 2762675 300-10-45 - equinoxe replicator plate 4.5mm o/s: 2761678 300-20-02 - equinox square torque define screw drive kit: 2717050 310-03-47 - equinoxe, humeral head expanded, 47mm (beta): 1771803 321-20-00 - equinoxe reverse shoulder drill kit: 2765275.

Event description:
As reported by the equinoxe shoulder study, approximately 2 months post implantation of left tsa, the patient presented with dislocation. The patient complains of pain; still some popping with forward flexion in physical therapy today. The patient underwent a standard total revision, and the event is considered resolved. The clinical report indicates that the event is definitely related to the device(s) and unlikely related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision due to dislocation/instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, rotator cuff failure, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.